Manufacturer narrative:
Retrieved images. When the reader was replaced the rois were not verified to be in the correct location. It appears that wells h10 and h11 were transposed and possibly others. This can affect patient results. Service call was made. Investigation revealed that wells h10 and h11 were transposed. Problem was resolved by reversing h10 and h11 wells. Verified proper alignment. Made automatic camera adjustments and took new flat field images. Instrument is operating within specifications with no further problem observed. Advised the customer to perform a look back on all samples tested in wells h10, h11, and h12 from (B) (6) 2009 through (B) (6) 2009 and to verify the sample results with the patient history. After a review of all the plates tested during that time, customer indicated that they did not test any samples in wells h10, h11, or h12. All the samples tested as expected. The instrument is working as expected.

Event description:
Customer reported problems with the well readings on the galileo after camera reader had been replaced on the instrument. Upon visual inspection of the plate, the samples were pipetted in the correct location on the abo plate but the image that is displayed on the instrument shows the sample placed in well h11. The sample was tested on row a10-h10.